Event description:
It was reported that the pump received "loss of power occurred while running" alarm. It was stated that the issue only occurred when using the rechargeable battery. The rechargeable battery item number is 21-2160-51. The pump is being turned off while infusing. When a drop test is performed with the pump using a rechargeable battery, the pump turns off. When the same test is performed with the pump using an aa battery, the pump continues to remain turned on. The customer stated that when the pump using the rechargeable battery is being dropped, the contact between the pump and the battery is getting loose. This issue appears to happen frequently, particularly among community pump users. The event occurred on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024 and twice on (B)(6) 2024. Video of the device has been provided. There was patient involvement. Associated complaints documented on (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: no product sample was received, however, a video was provided for the investigation by the customer, which demonstrated that the pump loses power during drop tests with the rechargeable battery, while the same test with aa batteries shows no power loss. The customer¿s observation suggests a mechanical issue with the rechargeable battery connection under impact. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device's 12-month service history, which showed no previous occurrences of similar events. As a result, we could not replicate or confirm the reported issue.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that based on testing of both returned pumps the shutdown behavior is attributable to severe mechanical impact causing the battery door to open, resulting in expected interruption of electrical contact. The pumps-maintained power under all intended-use and all specification-required test conditions. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.